Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® trace element serum blood collection tubes had erroneous results. The following information was provided by the initial reporter: "the tubes have issues for a variety of elements claimed on the instructions for use." New information: "internal post-marketing surveillance identified a clinical biochemistry article saying that a specific lot of our royal blue plastic trace element tubes leaches out several trace elements at concentrations greater than we claim, and that our glass sodium heparin tube also leaches out trace elements. I emailed ms. Rosa saying I reviewed the article, identified the lot number of the plastic tube but could not verify the same specific trace metals she did (although several trace metals had been reported as elevated in table 2). I also noted that table 3 reported 5 years of testing 6 different lot numbers of both the plastic trace metal tube and the glass sodium heparin tube, but did not give the other 5 lot numbers for plastic, or any lot numbers for glass. I'm also not aware that bd makes specific claims for suitability of glass sodium heparin tubes for trace metal analysis." "The complaints had originated from a literature (journal article) review and unfortunately, the author(s) in the article did not indicate the bd vacutainer lot numbers they used for their study. Therefore, there is no additional information at this time. You may document this in the complaint as I know you are required to conduct 3 follow-up attempts."